Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument could not close the clip. The instrument jaws would not close completely. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. Intern inspection was performed and passed. An external inspection revealed that instrument has one severely bent grip, causing misalignment of the grip-tips. There was a 0.92mm offset at the tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.